Event description:
It was reported that the patient's knee was revised for pain. Plan was to perform analysis of adhesion, poly exchange and patella resurfacing. Upon inspection of the implants it was determined that the tibial component was loose. All implant were removed and triathlon ts implants implanted.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 7115-005, lot# t04t1077, description: series 7000 standard tibia. It cannot be determined which, if any of these devices may have caused or contributed to the event.